Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 3008829311-2018-00027 the patient has two leads implanted at the left and right side t4 vertebral level. It was reported x-rays indicated the right side lead had migrated. Surgical intervention was undertaken on (B)(6) 2017. The migrated lead was not removed due to scar tissue, however an additional lead was implanted. Reportedly, effective therapy was restored. It is unknown which lead was placed on the right side; therefore both leads are being reported.